Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during the reconstruction of the cruciate ligament, the screw broke into small pieces. The broken pieces were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation has been confirmed; the device (screw) was received for evaluation, and additional damage was noted. One unpackaged ar-4020c-08 fastthread¿ biocomposite¿ interference screw, 8 x 20 mm, batch 15466370, was received for evaluation. During visual inspection, the anchor was found broken into small pieces. The remaining portion exhibited warped and deformed threads, as well as distortion of the hexagonal diameter. A functional test was not performed because the anchor/screw was received broken. The most likely cause of the reported failure is user error, specifically improper bone preparation, misalignment during insertion, and/or incorrect alignment of the screwdriver with the screw to a fully seated position, which could potentially damage the implant. Directions for use (dfu) dfu-0111-eo interferences screws: g. Precautions: 6. Bio-absorbable interference screw only: it is important to completely seat the screwdriver to prevent potential stripping of the hex and/or screw fracture during insertion or removal.